Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue sleeve at the tip of kinectiv inserter was found cracked during surgery. The implant thus cannot be assembled correctly with the instrument. The surgery was completed with alternative instrument. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by evaluation of the returned inserter. Inspection of the returned device revealed fracture on the blue sleeve. The plastic sleeve was still attached to the inserter and the a few dings were observed on the shaft below the strike plate. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.